Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako total knee replacement undertaken by dr (B)(6) at (B)(6) hospital, the black stryker mako leg holder was unavailable for use, so the alternative blue de mayo leg holder was used. Femoral cuts were undertaken, leg positioned for tibial resection, retractors adjusted to retractor the collateral ligaments. Registrar held the retractors and surgeon had one hand on robotic arm the other hand supporting the patients leg and commenced tibial cut. During resection surgeon felt a pop on the lateral size, following resection it was noted the lcl had ruptured. A repair was undertaken and a constrained implant inserted. Surgical delay of around 45 minutes encountered. Patient was under general anaesthesia.

Event description:
During a mako total knee replacement undertaken by dr taheri at joondalup hospital, the black stryker mako leg holder was unavailable for use, so the alternative blue de mayo leg holder was used. Femoral cuts were undertaken, leg positioned for tibial resection, retractors adjusted to retractor the collateral ligaments. Registra held the retractors and surgeon had one hand on robotic arm the other hand supporting the patients leg and commenced tibial cut. During resection surgeon felt a pop on the lateral size, following resection it was noted the lcl had ruptured. A repair was undertaken and a constrained implant inserted. Surgical delay of around 45 minutes encountered.-patient was under general anaesthesia

Manufacturer narrative:
Reported event: an event regarding a ruptured lcl during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with the rio could not be completed because the robot serial number was not reported. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a ruptured lcl during a total knee procedure. There were no other reported event for the listed catalog number. -conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. H3 other text : the log/session files were not provided for evaluation.